Manufacturer narrative:
(E1) (B)(6). Device evaluated by MFR. A gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and extended from a position 2mm distal of the proximal markerband to 17 mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified internal fistula in left upper extremity. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. The balloon was able to cross the lesion; however, during inflation at 24 atmospheres, the balloon material burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified internal fistula in left upper extremity. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. The balloon was able to cross the lesion; however, during inflation at 24 atmospheres, the balloon material burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.